Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent dislodged outside the patient. The target lesion was located in the ramus circumflex. The lesion was pre dilated, then a 3.50x38mm promus element¿ plus stent was advanced with noted resistance. The physician decided to pull the stent system out of the patient and upon removal, the stent was dislodged inside the hemostatic valve. There were no patient complications and the procedure was completed with another of the same device.

Manufacturer narrative:
A stent was returned in a hemostatic valve. During analysis the stent was removed from the hemostatic valve and damage was noted along the entire stent. The stent delivery system was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. The dfu states ¿if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit.¿ however it was stated in the complaint report that the device was removed without the guide catheter. (B)(4).

Event description:
It was reported that the stent dislodged outside the patient. The target lesion was located in the ramus circumflex. The lesion was pre dilated, then a 3.50x38mm (B)(6) stent was advanced with noted resistance. The physician decided to pull the stent system out of the patient and upon removal, the stent was dislodged inside the hemostatic valve. There were no patient complications and the procedure was completed with another of the same device.